Manufacturer narrative:
50 samples from lot # 6137688 were received from customer. A photo of the actual device with the defect clearly identified was also received. As this is a complaint with a confirmed CAPA already initiated, a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. Result: as this is a complaint with a confirmed CAPA already initiated, testing of additional customer samples is not required. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in tubing leaked at the connector. No injury or medical intervention reported.